Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e105 error could not be identified. However, it¿s likely the cause is related to a faulty led (light emitting diode) unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found defective video socket connector, which does not secure scope socket. Recommend to update from software version 3.0 to software version 3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center received an e105 lamp error code. It was also reported that the front light emitting diode (led). The issue was found during preparation for use. There were no reports of patient harm.